Event description:
The customer reported that the system would not boot up.

Manufacturer narrative:
This MDR is related to ge healthcare. The ge service rep replaced the surge suppressor pcb and adjusted the wonderbox door latch. The system is working as intended at this time.